Event description:
(B)(4). This is an update to my previous reports. I had been losing p e t fibers with my menstrual and was still suffering from pain, and two heavy menstrual a month. I just had a hysterectomy using da vinci to remove my uterus, tubes and cervix on (B)(6) 2015 to remove fragments. No pieces were found so we do not know if I had previously lost them all with my menstrual or if they have left the abdominal wall. I still suffer from the headaches and joint pain amongst other things.